Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position and the stylet was stuck in the lead-distal coil.

Event description:
It was reported that during the implant attempt, the physician attempted to reposition the lead. The helix extended, retracted, and would not extend again. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.